Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h3-- corrected from "no" to "yes". The device was returned to the factory for evaluation on 10-may-2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. An investigation was conducted on 17-may-2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. One of the collars of the extension cable was observed to be separated from the cable, exposing the inner wiring. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: medical device ¿ problem code from "2900" to "1069". The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that after a procedure when disconnecting from disposable, hemopro2 extension cable connector broke; the collar broke and exposed wires. The connector broke away from the cable. There was no patient involved.

Manufacturer narrative:
Event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that after a procedure when disconnecting from disposable, hemopro2 extension cable connector broke. There was no patient involved.